Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced sterile peritonitis coincident with automated peritoneal dialysis (pd) therapy manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with targosid (dose, frequency and route was not reported). The outcome of the peritonitis event was unknown. At the time of this report dianeal and physioneal therapies were ongoing. No additional information is available at this time. This is report 3 of 4 involved in this event.